Event description:
It was also reported that at the pump refill the pump showed a ¿low res vol of 6.1¿ but 11 ml was drawn out. The patient was having increased pain, and the health care provider (hcp) wondered if ¿anything¿s wrong with the pump¿. The hospital pharmacist was at the pump refill and was reported to be ¿very concerned¿; the withdrawn fluid was sent out for analysis. The hcp was worried about the patient, too. The reporter indicated that the patient did not have a seroma and that the pump was refilled with no adverse effects. The refill procedure involved leaving the huber needle in the pump after they pulled out the old drug and wasted that, and then the new syringe was placed onto the luer lock. The needle was left in; the pump was not accessed more than once. It was unclear if the procedure included a recheck to see if the needle was still in the reservoir in case the patient moved, etc. It was reported that they got automatic return after re-releasing the lock. The bupivacaine daily dose was 1.826. It was reported that the patient did not notice the increased pain until after the refill; however, the patient was informed of what was going on with the refill and the hcp w as not sure if the patient was being "psychosomatic". Further troubleshooting was being considered.

Manufacturer narrative:
Catheter model # 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model # 8835, serial # (B)(4).

Event description:
It was reported that at the last refill the fluid that came out of reservoir was yellow. It was sent out for analysis. Per hcp the person who refilled was in reservoir port. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 11 ml; the erv was 6 ml. The patient experienced increase pain since the refill. The drug in the pump was morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the refill was in the pump pocked and not the pump reservoir. Patient experienced increased pain, due to error in refill and did not exhibit any signs and symptoms of withdrawal or overdose. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).